Event description:
It was additionally reported that the system controller was exchanged due to a sudden discoloration of the screen. The screen was difficult to read. The patient denied dropping the controller or getting it wet and denied any alarms occurring due to the discoloration.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a discolored screen on the system controller ((B)(6)) was confirmed via testing of the returned product. The system controller was returned for testing and revealed extensive evidence of fluid ingress throughout the system controller including all print circuit boards (pcbs), the liquid crystal display (lcd) and power cable connectors. Fluid ingress was especially noted on the lcd ribbon cable and lcd assembly which is consistent with the observed and reported discoloration. The system controller was connected to a mock circulatory loop for an extended duration and was able to support the system without issues or alarms for an extended duration. Log files were downloaded for review and revealed routine events including power source exchanges. Of note, on (B)(6) 2025, 10:44:57, a driveline disconnect and lvad off alarm is captured consistent with the reported system controller exchange. There were no other notable alarms active and pump operation was not affected. Provided information indicated that the patient denied dropping the controller or getting it wet. Provided information revealed that no alarms were observed by the user due to the discoloration. The root cause for the discoloration on the display was determined to be due to the observed fluid ingress, however, a root cause for the fluid ingress was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 2, entitled "system operations", instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. This section also states "if a heartmate 3 patient is approved for showering, he or she must always use the shower bag during every shower. The shower bag protects external system components from water or moisture. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, provides instruction on how to clean the system controller. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a system controller was returned for an unknown reason.